Manufacturer narrative:
It was reported that the ventilator did not start. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the device is not turning on. The plug-and-play back-plane board, which is responsible for managing supply power was judged as being defective and needed to be replaced to resolved the issue. Technician confirmed that the customer refused to repair the device. According to the service manual for servo-I (rev.10) plug-and-play back-plane board is managing switching the power supply between mains power/external +12 v dc and battery module. It connects the optional modules that are inserted in the module unit. It is also controlling charging and discharging of the battery modules. The issue was decided to be reported based on available information (no logs or no information about faulty part), as the initial description might have underlying causes which represent a reportable event. The defective part and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator did not start. There was not patient harm. Manufacturer's ref. #: (B)(4).